Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-jun-2026, a sales representative reported via email that two ar-18716v-10 val screws (1.6 mm x 10 mm) would not lock into the plate during a proximal phalanx fracture procedure performed on 04-jun-2026. It was reported that a variable angle guide was used within the acceptable variable angle range, estimated at approximately 5-10 degrees. The affected screws were replaced with cortical screws, which locked successfully, and the procedure was completed with no reported patient harm. Additional information was received on 11-jun-2026: a ar-18716p-10 y-plate (1.6 mm, 6-hole) was used during the procedure. An ar-18716-10 cortical screw was utilized as a replacement to complete the case. The procedure was delayed by approximately 2-3 minutes, during which additional anesthesia was administered for the same duration. Additional information was received on 12-jun-2026: the original plate ar-18716p-10 y-plate (1.6 mm, 6-hole) was used with the replacement cortical screws to complete the case.